Manufacturer narrative:
Concomitant product: tect1510adpl anat lt fold py 15x10cm (lot # smi00088), abstack30 abs fixation device 30 tacks (lot # n2l0585x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia and an inguinal hernia. It was reported that after the implant, the patient experienced an unspecified adverse outcome.